Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the ar40e, +21.0 diopter intraocular lens (iol) was placed into the patient¿s operative eye, the surgeon needed to cut it out, perform a vitrectomy and implant an anterior chamber lens as a replacement. Additional information was received and the account commented that there was no product quality issue. The surgery went well, no incision enlargement, no sutures were used and no patient post-op injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the product return was performed. A lens cut in half lens returned for evaluation. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. One haptic was observed distorted. The condition in which the sample returned is consistent with a product that was explanted. Manufacturing record review: the manufacturing record for the suspect product ar40e was reviewed. The manufacturing po was evaluated, and the devices were manufactured within specifications. The units were released according to specification. The search revealed that no other complaint has been received for this production order number related to this investigation. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.